Event description:
It was reported that patient has persistent discomfort and swelling. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned cut in two segments for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.